Event description:
A malfunction was reported on the pump, which was not preceded by any notable events. There was no information provided about whether the customer's blood glucose level exceeded 500 mg/dl. A replacement pump was sent by technical support after completing a pump reset and providing instructions for placing the pump into storage mode before returning it. The customer was informed about the necessary steps upon receiving the replacement pump and was instructed to return the faulty pump within 10 days using a pre-paid label.